Event description:
Pt had emergency bypass surgery after having 2 coronary stents placed. After they were implanted, the stents clotted off. Recovery from the emergency was prolonged. Devices remain implanted.